Event description:
The user facility reported a 75-year-old male of unknown ethnicity in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was being defibrillated upon arrival and due to patient vasculature and status the initial attempt to implant the impella cp for support was unsuccessful. The physician was able to successfully place a new impella cp pump. The patient remained in critical condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely use related, the impella was not able to cross valve but tip of impella pig tail/inlet kinked as per the clinical description. Impella cp with smartassist. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ d6a, d6b. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.